Manufacturer narrative:
(B)(4). Batch # l54t8u. Additional information was requested and the following was obtained: what type of procedure was the device used in? Unknown. For clarification, does, the device could not be used because the cartridge had already been stuck out, mean that the staples were protruding from the reload prior to use? -yes. It was the analysis results found that the tcr75 reload was received with the swing tab detached, making the reload nonfunctional. Although no conclusion could be reach on what caused the swing tab to detach, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. No functional test was performed due to the condition of the reload. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device could not be used because the cartridge had already been stuck out. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.